Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jet stream sc-1.85 with a non-compatible guidewire in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed 1 kink located 20cm from the tip, and multiple areas of buckling/kinks located from the tip to proximal 6cm. The guidewire that was in the device was sticking out of the tip approximately 15cm, and the proximal end of the wire was sticking out approximately 56cm. It was noticed that the customer cut the aspiration line on the baton before the return of the device. The device could not be functionally tested due to the damage when returned. The guidewire was then pulled from the device with a restriction. Inspection of the remainder of the device, apart from the observed damage revealed no other damage, or irregularities.

Event description:
It was reported that the jet stream became stuck on the guidewire. A 1.85mm jetstream sc catheter was chosen for use in a bilateral atherectomy procedure. During the procedure, the jetstream became stuck on a non-bsc guidewire. The jetstream and the guidewire were removed together from the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post-procedure.